Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customers pump had prime fill anomaly. The blood glucose of the customer was unknown. The customer also stated that, the insulin pump had no delivery alarm and drive support cap was normal. Customer was advice to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms and prime anomaly noted. (B)(4).